Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The tortuosity of the patients anatomy was described as 'moderately tortuous'. It was reported that 'the surgeon opted to use a 4×21 stent for assistance. After successfully positioning the microcatheter for stent delivery, the stent was advanced to the target site. However, during stent deployment, the stent slipped downward upon landing. Post-deployment fluoroscopic examination revealed significant stent foreshortening, leading the surgeon to suspect stent nesting. The surgical team promptly arranged for open surgical clipping, which proceeded smoothly with complete aneurysm occlusion. The procedure concluded successfully'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, during deployment the subject stent slipped downward after deployment. The fluoroscopy revealed stent foreshortening. The physician suspected stent nesting and proceeded with open surgical clipping. The procedure was completed successfully with a delay of more than 3 hours.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, during deployment the subject stent slipped downward after deployment. The fluoroscopy revealed stent foreshortening. The physician suspected stent nesting and proceeded with open surgical clipping. The procedure was completed successfully with a delay of more than 3 hours.